Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported loss of air on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Technician let the unit run for 45 minutes on compressor and 45 minutes on medical air. Unit did not have and banner pop of due to loss of air or anything. Checked inlet psi for medical air and it read 55 psi and also checked for oxygen with an inlet pressure of 53 psi. Did owner verification process and unit passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.